Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a recurring blank display that was not resolved with a battery cap replacement. Customer stated when they inserted a new battery the display comes back but they had to do it 3 to 4 times a day. Blood glucose level at the time of the incident was 136 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.